Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6-type of investigation code, investigation findings code, investigation conclusion code, h11. A getinge field service engineer (fse) evaluated the unit and applied vacuum grease to the connection of the safety disk and all screws were tightened. The pim test leak status was 15mmhg and failed, but after treatment, it was 6mmhg and passed. All functional and safety test passed.

Event description:
N/a

Manufacturer narrative:
Due to character limit in the e1 section event site name, the full event site name is (B)(6) hospital. Due to character limit in the e1 section event site address, the full event site address is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had failed the pneumatic module leak test during the regular inspection carried out by hospital staff. There was no patient involvement and no injury.